Event description:
A malfunction was reported by the customer. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual injection and did not require third-party assistance. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and to report any future issues.